Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer is generating false positive b-hcg results on a patient sample. The initial result was positive at 610 u/ml, the sample was retested and the result was negative at < 2 u/ml. There was no adverse impact to patient management reported.